Event description:
According to the reporter: during a laparoscopic vats lobectomy, the stapler fired but then the knife would not retract all the way back as it was jammed and would not open/disengage. The reload would not move forward with a push on the handle and the jaws of the device locked on tissue. The staple line was incomplete. The stapler was replaced by another manufacture's product which was used to make a deeper wedge and take out the affected part. The surgical time was extended 30 minutes or more due to the problem. Additionally, two staplers were used to save time in the chest through vats lobe. The patient status at this time is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received there was no problem loading the device. The device firing was started, then blocked half way. The staple line was incomplete in the central location. There was no medical or surgical intervention required to prevent permanent impairment of a function. The surgical time was extended 30 minutes or more due to the problem. Additionally, two staplers were used to save time in the chest through vats lobe. There was no injury as a result of the event. The patient status at this time is ok.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload engaged to the instrument, and the retracted is not fully retracted. The knob cannot be retracted. Pmv performed functional testing could not be done due to the state of the device. After engineering removed the reload from the instrument. Pmv continued their investigation, and found the firing rod was bent. In addition an access hole was cut to observe the firing rack. No shear teeth were found on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged firing rod may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The product analysis established a relationship between a device failure and the reported incident of staple line incomplete. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
There was no problem loading the device. The device firing was started, then blocked half way. The staple line was incomplete in the central location. The stapler was replaced by another manufacture's product which was used to make a deeper wedge and take out the affected part resulting in minimal tissue loss. There was no medical or surgical intervention required to prevent permanent impairment of a function. There was no injury as a result of the event. The patient status at this time is ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.